Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the programmer powered down by itself; there were errors in the update history, the programmer hung at boot, and the software was corrupted. It was also noted that the hasp latch was broken, the touchscreen was out-of-specification, both keyboard hinges were broken, the bezel had minor damage, and the stylus was bent. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer powered down by itself. The programmer was returned for repair. No patient complications have been reported as a result of this event.